Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that after impella removed the groin was bleeding as preclose failed. Site was stabilized with a 16fr sheath.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed / asae: the cause of the access site bleeding was not determined since product was not returned and insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.